Manufacturer narrative:
After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. In addition to this, there are at least 2 cracks along the bottom edge of the lcd screen. Unable to perform displacement and self tests due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had flashing display. Customer stated there was no flashing of display screen when turned on after being on sleep mode. The customer stated that while walking around the insulin pump might have bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.